Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had pump error alarm on insulin pump. The customer's blood glucose was 425 mg/dl. The customer treated with insulin pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.